Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on its right atrial (ra) channel caused by the patients cardiac contractility modulation device. This resulted in the crt-d to switch modes and possibly miss tracking some p-waves of the patients rhythm. Technical services (ts) was consulted and discussed stored data as well as programming options. This device remains in service. No adverse patient effects were reported.